Manufacturer narrative:
Insulin pump received unable to perform the displacement test due to cracked battery tube threads, cracked reservoir tube lip and detached end cap. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of insulin pump had crack. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.